Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported that on an unknown date, the patient started noticing that their therapy was being affected by positional movement. When they would turn their back a certain way either left or right, and especially when they would recline or lay down, the stimulation sensation would turn off. When the stimulation would turn back on, they would feel a jolt-like sensation in their back. The patient had met with their pump physician on (B)(6) 2019, and the intermittent stimulation sensation had occurred at that appointment. The pump hcp told the patient it was possible there could be an issue with the leads, and suggested an MRI. The patient attributed the jolt to their higher settings. It was noted that the patient had met with a rep about a month prior to the call (mid-(B)(6) 2019) for reprogramming. The rep had added groups c and d and the intensity was increased to help provide better pain coverage in their back. The patient confirmed that the increased intensity did help cover their back pain. However, since the reprogramming session, the stimulation issue associated with movement had become more noticeable. Additionally, the patient reported they f all frequently because they have vertigo and nausea and because of neuropathy in their feet. The patient had been unable to make any adjustments because they had lost their programmer. It was noted that the patient had spoken with foundation care to obtain a replacement programmer. It was suggested the patient check with the doctor's office to see if their programmer was left there or if the hcp has one they can borrow. The patient reported the last time they had an MRI was prior to getting the implant. They were redirected to see their doctor and a manufacturer representative (rep) to discuss their symptoms, have the device checked, and get the MRI scheduled to determine if there is a device issue. MRI guidelines were also reviewed and it was explained the patient would need a programmer to put the ins into MRI mode. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on december 2, 2019. They reported they were looking for a new physician because their previous physician had not followed up to schedule an MRI. Physician listings were sent to the patient. The patient re-iterated that they had lost their external equipment but still wanted to wait to follow up with a physician to get their opinion on whether or not they should replace it. No further complications were reported or anticipated.